Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.

Event description:
It was reported that the lens was explanted approximately 7 months post implant due to negative dysphotopsia. The lens was replaced with another lens of different model and diopter power. In the physician's opinion, the most likely cause of the event was negative dysphotopsia.

Manufacturer narrative:
Additional information: g4, h6, h10. The lens was returned for evaluation. Visual inspection found the lens in three pieces. The optic was cut or torn in half. Two haptics were bent. Due to the condition lens was received, functional and dimensional testing could not be performed. The product evaluation could not verify the failure mode. Based on the available information, the root cause of the reported event could not be conclusively determined.